Manufacturer narrative:
H11: additional manufacturer narrative: updated sections: g3, g6, h2, h6 ( type of investigation). Corrected sections: h6 (component code, investigation findings and investigation conclusions). Stenosis is a common manifestation of bioprosthetic valve and valved conduit dysfunction and has many potential root causes, including structural valve deterioration (svd), non-structural valve dysfunction (nsvd), endocarditis and/or thrombosis. Bioprosthetic device stenosis is typically related to patient and/or procedural factors and is not typically an indication of a device malfunction related to a manufacturing deficiency. There is no evidence to suggest a manufacturing defect caused or contributed to the reported event. There is insufficient information available regarding patient or procedural factors known to cause or contribute to stenosis. Therefore, a definitive root cause cannot be conclusively determined. The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed

Manufacturer narrative:
H11: additional manufacturer narrative: the investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned through implant patient registry and medical records that a patient with a 21mm 11500a aortic valve was explanted after an implant duration of 3 years, 5 months due to moderate to severe stenosis and moderate insufficiency. Patient presented in cardiac arrest. The explanted valve was replaced with a 25mm 11500a inspiris resilia aortic valve. Patient was transferred to the cvicu in stable condition and was discharged on pod # 10. Per medical records, patient presented to ems with dyspnea and went into cardiac arrest of unknown etiology upon arrival to the hospital. Tee demonstrated no obvious vegetations with moderate-to-severe stenosis and moderate insufficiency. Blood cultures negative. Patient underwent redo avr with root enlargement, and impella placement. This is a 36-year-old female patient. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.